Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of an unspecified vessel after a diagnostic procedure. Reportedly, after clip deployment, the locator wings were not completely retracted and appeared to be "folded back" consistent with a difficult to remove device. The starclose se device cip achieved hemostasis. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found it to be fully clip deployed. The external and internal components were in the correct post deployed positions with the exception of the vessel locator wings. The locator wings were protruding out distal of the tubeset. The tubeset was manipulated to expose the locator wings which were found to be severely bent distally which prevented them from collapsing proximally into the tubeset. During clip deployment, the vessel locators are designed to automatically collapse so as not to interfere with the clip deployment and release the device from the artery; however, the vessel locator wings of this device were bent. The bent locators indicate that distal force were applied to the wings during thumb advancement. Tissue compressed between the distal end of the tubes and behind the open locators during thumb advancement is the most probable cause for the bent locators. No mfg or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.